Event description:
It was reported that during the implant procedure, high out of range hv lead impedance was observed. The lead was replaced. Patient condition was good following the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.